Manufacturer narrative:
The consumer knowingly used a device with a broken seat for a week when the alleged incident occurred.

Event description:
The consumer sat down on the rollator when the metal tubing that supports the seat in the rear allegedly "gave way", causing the welds on the right rear tubing to break loose. The consumer continued to use the rollator and tried to sit closer to the side that was not broken. One week later the consumer sat down and seat allegedly "gave out" completely, causing him to stumble, but not fall. No injury is alleged.